Manufacturer narrative:
A device history record (DHR) review was performed for part number: 404.024s, lot number: 9766375: manufacturing location: (B)(4), expiry date: 01.12.2025, release to warehouse date: 17 december 2015: no non-conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was performed. The screw head is broken off the threaded shaft of the reported cortex screw ø3.5. The screw head length is 6.2 mm. The screw head was received in bulk with another broken off screw head and various threaded screw shaft portions. The threaded screw shaft portions are bent, damaged and covered with unknown residues. We are not able to determine which fragments belong together. Because of the existing damage and the unknown residues, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The review of the device history record shows that (B)(4)parts were manufactured in december 2015 and there were no issues during the manufacture of the product that would contribute to the complaint condition. No manufacturing related issue was identified and/or confirmed. The DHR review shows that the device met fully to our specifications at the time of manufacturing and distributing. The condition of the returned cortex screw ø3.5 is consistent with damage caused by having been subjected to excessive force though the method of use and associated accumulated wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: kwq, hrs. Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a distal tibia fracture on (B)(6) 2017. After inserting the plate, surgeon attempted to insert a 3.5mm cortex screw 24mm when the head broke off the screw. Another 3.5mm cortex screw 24mm was attempted but it also broke off at the head. Surgeon removed all fragments. Surgeon then attempted to insert another cortex screw 26mm and was successful. Surgery was completed successfully with no delay and no adverse consequence to patient. Concomitant device reported: plate (part number unknown, lot number unknown, quantity 1). This is report 2 of 2 for (B)(4).